Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer).the excor blood pump, s/n (B)(4), was in use by the patient from 08/30/2017 until 02/24/2018 (179 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial visual examination of the returned blood pump no air cushions or white ring around the outflow valve were determined. However, a large thrombus was noted in the blood chamber. For further investigation, the pump was submitted for an external CT examination. Based on the CT images, no air cushions could be detected. However, a minimal amount of particles were detected in the membrane interstices and defects were noted in the middle layer of the triple layer membrane, close to center of the membrane. An inspection of the CT scans of the remaining two layers indicated no defects. Testing of the individual layers of the blood pump confirmed the CT findings. At the time of investigation, the membrane thickness including at the defect location, was found to be within specification. The cause of the failure was most likely graphite particles that formed due to the abrasion between the membrane layers. This most likely caused increased friction at certain points, leading to the middle layer defect. Since the blood & air-side layers were intact and no air cushion was present, it can be ruled out that the pumping function was negatively affected by the membrane. Berlin heart (B)(4) completed the failure analysis on 04/27/2018 and determined that this incident is reportable since one of the membrane layers was defective.

Event description:
Berlin heart inc. Was informed by the clinic on (B)(6) 2018 that the rvad in a patient supported in the bvad configuration was not ejecting completely. An adjustment of the ikus stationary driving unit parameters brought a small improvement. The next day, the clinic called to report that the affected pump was not emptying and that a white ring was now visible circumferentially around the outflow valve of the affected blood pump. Berlin heart inc. Ca personnel recommended an exchange of the blood pump. Trained personnel at the clinic exchanged the blood pump without incidence. The patient was not affected by this incident. Following the pump exchange, the rvad ejection with the new blood pump was still not 100%.